Event description:
It was reported ,that there was a syringe recognition issue. In which, syringe modules misidentified loaded syringes. Only for intermittent medications. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was a syringe recognition issue in which syringe modules misidentified loaded syringes, only for intermittent medications. Although requested, further information was not provided.